Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. However, an unexpected motor noise anomaly noted during rewind due to faulty motor. The insulin pump was received with cracked case at the display window corners, battery tube threads and with minor scratched display window.

Event description:
A customer reported via phone call indicating that the piston in their insulin pump does not move forward when trying to rewind the insulin pump. The customer stated that the issue occurred when trying to change the reservoir. The customer stats the insulin pump makes noise as if it was priming but the piston does not move. The patient's blood glucose level was 110 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.